Manufacturer narrative:
The item was misidentified at the time the complaint was opened. The reported event of locking screw variax full thread 3.5mm / l12mm missing laser marking from screw head could not be confirmed. Visual inspection on the returned devices shows that the device was received complete and intact. Dimensional inspection on the returned devices shows the devices manufactured per specifications. No deviation from the drawing ke (B)(4) was found. Functional inspection on the returned devices shows the device were performing as expected. No device failure/anomaly was identified. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During control and inspection of the variax kits with the customer, sales rep, observed that there was no lot number on some of the locking screws.

Event description:
During control and inspection of the variax kits with the customer, sales rep, observed that there was no lot number on some of the locking screws.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.